Event description:
Customer complaint alleges the device was found broken in the packaging, prior to an intervention. There was no report of patient harm or consequence. It was reported there was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device was found broken in the packaging, prior to an intervention. There was no report of patient harm or consequence. It was reported there was no patient involvement.